Manufacturer narrative:
H.6. Investigation: one sample was returned to our quality team for investigation. When visually inspecting the product, the tip of the blue safety sleeve was observed to be broken. Functional testing was completed and the n35 injector could be attached with the c35 connector without issue. A device history review was performed for lot 1807106, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing personnel conduct a series of testing and inspections throughout the manufacturing process to avoid ensure the quality and functionality of the device. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulling it straight back and it cannot be forcefully engaged. Based on the available information we cannot identify a root cause related to our manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported that after use of the bd phaseal¿ injector luer lock n35c the safety sleeve failed to retract leaving the needle exposed. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: after giving vincristine(chemo), the needle of n35 was exposed when disconnected the connection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after use of the bd phaseal¿ injector luer lock n35c the safety sleeve failed to retract leaving the needle exposed. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: after giving vincristine (chemo), the needle of n35 was exposed when disconnected the connection.